Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed motor error. During troubleshooting the insulin pump rewound without incident. Additionally, the patient had a blood glucose of 453 mg/dl. The patient treated via manual insulin injection. During troubleshooting the insulin pump passed the high pressure test. However, the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self-test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The motor passed the motor test. No motor error alarm and no unexpected low battery alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, a cracked lcd window and missing end cap sticker.